Manufacturer narrative:
Additional information was received that the complications were not device or procedure related. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an unknown complications during a permanent implant procedure. The implant procedure was aborted.

Manufacturer narrative:
Model number/catalog number: sc-4318: batch/lot number: 22857876; model/catalog description: clik x anchor sterile kit.

Event description:
A report was received that the patient had an unknown complications during a permanent implant procedure. The implant procedure was aborted.